Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the sample pipetting probe (spp) was hitting the side of the cuvettes, causing improper aspiration. The cse aligned the spp to the center of the cuvettes. The cause of the discordant, falsely low calcium result was due to misalignment of the spp to the cuvettes. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer stated that falsely low results were obtained on samples tested for multiple assays, including magnesium, calcium and carbon dioxide, on an advia 1800 instrument. The customer provided an example of one discordant, falsely low calcium result which was obtained on one patient sample. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.